Event description:
Bilateral marked bleed with incipient rupture. A 41 yr old white female g2p2 status post bilateral subglandular 150cc surgitek gels for correction deformities after multiple biopsies 6/27/79. Her fibrocystic disease worsened afterwards so she had bilateral subcutaneous mastectomies (family history positive for one aunt with possible breast cancer, unsure of side/age) with 300:50 heyer schulte bilumen reconstruction 6/9/80. These were ultimately replaced with capsulotomy secondary to contracture on 9/18/81 with 255cc surgitek gels. Pt complains of recurrent contracture, pain, decreased size and systemic problems including: arthralgias, myalgias, fatigue, hot flashes, sweats, neurocognitive problems, dry mucous membranes, hair loss, rashes, gastrointestinal/genitourinary symptoms and has possible multiple sclerosis. Pt otherwise healthy and an exsmoker. MRI negative. Exam positive for grade iii contractures with left axillary thickening. Symptoms of positive marked bleed with right greater than left with liquid gel and calcified capsules? Fibrous weight right 220 gms and left 190 gms.